Event description:
Pierced cheek [mouth injury]. Toothbrush head has been coming off into mouth while brushing, exposing the sharp metal head [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed and stated that the toothbrush head had been coming off into his mouth while brushing, exposing the sharp metal head. No serious injury was reported.

Manufacturer narrative:
On 01-jul-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pierced cheek [mouth injury], toothbrush head has been coming off into mouth while brushing, exposing the sharp metal head [device breakage]. Case description: consumer e-mailed and stated that the toothbrush head had been coming off into his mouth while brushing, exposing the sharp metal head. No serious injury was reported.